Manufacturer narrative:
(B)(4). Results: the actual needle shows a fracture at the needle eye in the area of the channel. During visual inspection under a light - microscope several heavy marks of needle holder were found in this area, direct at the breaking point and at the needle point which indicates that the needle was handled there. Conclusion: the device info for use cautions that user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point." In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01610. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a surgical procedure on an unk date and suture was used. During the procedure, the needle broke at the attachment zone. There was no adverse consequence to the pt.